Manufacturer narrative:
The logs for the navigation system were reviewed by medtronic personnel. Review found that the behavior was consistent with a known anomaly in the medtronic navigation software anomaly tracking database. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Onsite functional and visual examination was performed by a manufacturer representative. The system passed a system checkout and was determined to be fully operational. Other relevant device(s) are: product ID: 9735736, serial/lot #: unk. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a functional endoscopic sinus surgery (fess). It was reported that the system would not register the patient. When the patient was traced the software would show it on the chin. Navigation was aborted. There was a delay of less than one hour and no reported impact to patient outcome.